Manufacturer narrative:
Event date - month and year valid, exact day unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device along with an endurant stent graft system that was implanted in the patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported approximately at the 1 month follow up that a type ia endoleak was observed. Intervention was carried out with coiling which resolved the endoleak. As per the physician, the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.